Manufacturer narrative:
Device evaluation of battery sn (B)(4) has been completed. The reported problem (physical damage) has been confirmed. The reported problem (overheating) could not be confirmed due to the extensive physical damage. As received, the battery was unable to power on a monitor or charge. The cause for the failure was isolated to extensive physical damage. The root cause for the physical damage could not be positively identified. No adverse event resulted from the defective battery pack.

Event description:
A us distributor contacted zoll to report that a patient's battery pack had extensive physical damage and that it was reheating.